Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 on the lower left/right abdomen and left/right flanks using a coolmax (sn: (B)(6)) and a coolcurve plus (sn: (B)(6)) applicators. Also, the upper left/right abdomen were treated with a coolcore (sn: (B)(6)) applicator on the same date. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on 16-jun-2016 and was described as increased tissue in the treated areas.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 on the lower left/right abdomen and left/right flanks using a coolmax (sn: (B)(6) ) and a coolcurve plus (sn: (B)(6) ) applicators. Also, the upper left/right abdomen were treated with a coolcore (sn: (B)(6) ) applicator on the same date. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2016 and was described as increased tissue in the treated areas.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Additional correction removal number: z-1347-2022.